Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that a patient developed an itchy, bumpy, red irritation under the therapy pads. The patient indicated that it was "similar to measles or mumps". The patient indicated no known allergies. The patient stated that their doctor prescribed cortisone cream to help with itchiness. The patient indicated that they feel the garment is too small and requested larger garments, which were provided. During a follow-up, the patient indicated that the condition of the irritation had remained unchanged.